Manufacturer narrative:
A partial lead with the distal portion measuring 52.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the right ventricular lead had high pacing impedance during surgery that could not be fixed by repositioning. In the same procedure on (B)(6) 2021 the lead was explanted and replaced. The patient was stable.